Event description:
Related manufacturer reference number:2017865-2023-36886it was reported that patient's atrial lead exhibited loss of capture. It was found from x-ray that the atrial lead was dislodged. It was also noted that patient's right ventricle (rv) lead exhibited high, out of range pacing impedance. Both leads were explanted and replaced. The patient was stable.